Event description:
The pt's diabetes nurse reported that the pt was hospitalized in 2009, with elevated blood glucose of 28 mmol/l (504 mg/dl). She was treated with an insulin IV and her blood glucose lowered to 4-7 mmol/l (72-126 mg/dl). She reconnected to the infusion device the next day, and her blood glucose elevated to 29 mmol/l (522 mg/dl). She was again treated with an insulin IV and her blood glucose returned to normal. The following day, she connected to her backup infusion device and her blood glucose elevated to 15-18 mmol/l (270-324 mg/dl) and a 150% basal rate increase was programmed. At the time of the report, the pt blood glucose had returned to normal with the backup infusion device and her normal basal rate. No further information is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.